Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing of noise that was detected as ventricular fibrillation. This inhibited pacing, which resulted in the patient feeling light headed. The physician attempted to recreate the noise, but was unable to do so. The physician elected to decrease the sensitivity in the ventricle to least.